Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination for the femoral stem since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient contacted depuy seeking compensation for her upcoming hip revision. She states that she will be revised due to high metal ion levels in her blood. Update - patient's right hip was revised (B)(6) 2012 to address groin pain, metal taste in mouth, and moderate metallosis. Implant date is stated as (B)(6) 2009 (confirmed by invoice), rather than (B)(6) 2012, as indicated by patient. Update: 12/20/2012 - medical records received. There is no new additional information that would affect the investigation. Records are available on the l:\drive if needed for further review. Update: 4/4/2013 - cd's with x-rays was received. Update 3/30/2016 medical records received. Medical records reviewed for MDR reportability. Medical records confirmed elevated metal ions with lab results greater than 7 parts per billion. Revision surgical report noted slightly gray cloudy joint fluid, and metallic staining of capsular tissues. Pathology result report noted reactive cells, inflammation, and synovitis. Stem added to complaint for elevated metal ions. The complaint was updated on: apr 15, 2016.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.